Event description:
Coiling treatment of a ruptured aneurysm. It was reported the coil could not be detached with the instant detacher or via manual method. Upon removal, the coil detached. The physician was able to push the coil into the aneurysm and the procedure continued with additional coils. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).